Event description:
The complainant stated that the siderail is not locking properly.

Manufacturer narrative:
The technician found a medicine cup stuck in the siderail latch mechanism. He removed the cup to allow the siderail latch to engage.